Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. The data log showed customer related technique issues of not maintaining contact with the patients skin during treatment. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
An evaluation of the treatment tip has been completed. The tip passed flow and leak test, visual inspection and thermistor test. A review of the device history records is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician¿s office reported that a patient underwent a laser treatment. After the procedure, the patient experienced stinging erythematous flat circles (the size of half a dime) on their abdomen. No other treatments were done on the area and the highest level of energy used was 3.5 j. The treatment tip was inspected prior to use and after every 50 pulses during the procedure with no observed issues. This is the first time the tip was used. The patient is currently experiencing stinging of all affected lesions. The lesions have become darker in color, slightly hyperpigmented and some have blistered. Available pictures were reviewed, permanent damage or scarring to the patient is possible but unknown at this time. The patient is being treated with petroleum jelly, topical emulsion and hydrocortisone 1%.